Manufacturer narrative:
(B)(4). A review of the device history record has not been performed as there was no lot number reported. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: the needles kept falling out of the jaws of endostitch. Another device was opened and the same thing happened. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. Sheared plastic was noted, indicating the flat pin was not centered properly. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in toggling the needle. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the pin lock not properly centered. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.